Event description:
Patient called to report a right side deflation. Later on exam the right breast is deflated, palpable implant. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Two MDR submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: - deflation : observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient called to report a right side deflation. Later on exam the right breast is deflated, palpable implant. This record is for the right side. Device has been explanted.